Event description:
Noticed shaft frosting during pretest. Probe removed from the field and another probe was used.

Manufacturer narrative:
Device evaluation confirmed reported issue and determined the cause to be a failed vacuum sleeve.